Event description:
The facility reported that the volume was too low during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. The hospital representative said that there have been no rpeorts of any pt incident involving this pump since the baxter service event.